Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR" error message was confirmed during the initial functional testing. The defective processor board was replaced to remedy the fault. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. During visual inspection, damaged encoder cover was noted, unrelated to the reported issue. Encoder cover was replaced. The autopulse platform is a reusable device and was manufactured in 2007 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data shows that system error latch 136 (internal parameter corrupted) occurred on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).

Manufacturer narrative:
Date received by manufacturer changed from 12/13/2017 to 12/06/2017.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, autopulse platform (sn (B)(4)) displayed " system error , out of service , revert to manual CPR " error message. No other information was provided. No known impact or consequences to patient were reported.